Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient was notified that their implantable cardioverter defibrillator was apart of the battery advisory in 2017. However, the patient decided to hold off on a generator change out due to personal reasons. New information received noted that the patient had the device explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.